Event description:
Patient has biopsy proven anaplastic large cell lymphoma in the setting of textured mcgann 380 ml saline implants placed in 1999. Patient was identified to have a seroma around her implant after failure of antibiotics to resolve right breast erythema and swelling. While two aspirations were negative for neoplasia, right breast capsular excision returned a pathologic diagnosis of capsular tissue with involvement by implant-associated anaplastic large cell lymphoma. (Cd4, cd30 and ema positive). FDA safety report ID# (B)(4).